Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported plunger is difficult to move, when drawing insulin and injecting insulin. Stated, he's had the issue for years but this is his first time reporting it. He cannot provide the lot number for the boxes he's used over the years but he stated, it was the same product. Lot: 2269201. Catalog: 324909. Date of event: unknown. Samples: yes cl.